Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, the patient presented emergently at the hospital for a non- aaa related illness. During this hospital visit a type 3b endoleak with sac growth was discovered. A secondary procedure was completed. The physician elected to reline the original implanted devices with another bifurcated stent graft and an infrarenal stent graft extension. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: type iiib endoleak of the bifurcated device and secondary endovascular procedure. There was unsubstantial evidence to support the reported events of an urgent presentation for the patient and aneurysm sac growth due to a lack of comparative diagnostic images. The complaint is most likely device-related due to the use of the strata material. The procedure-related harms for this event could not be determined. The final patient status was reported as discharged one-day postoperative. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.